Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025. Two weeks later, the patient was admitted with signs of infection in the perineum and a perineal abscess around the spaceoar hydrogel. As of (B)(6) 2025, the patient was still admitted. The patient was treated with intravenous (IV) antibiotics, and they will try to drain the abscess.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code e1906 is being used to capture the reportable event of infection. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.